Manufacturer narrative:
This information is provided in response to your request dated august 25, 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: the insulin pump alarmed button error. The blood glucose reading is 97 mg/dl. No significant event led up to the alarm. The insulin pump was not exposed to water. The insulin pump will be replaced. Nothing further reported.

Event description:
The insulin pump alarmed button error. The blood glucose reading is 97 mg/dl. No significant event led up to the alarm. The insulin pump was not exposed to water. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm and no button response due to corroded keypad traces. The device was received with cracked display window corner, reservoir tube lip and display window.